Event description:
This patient expired on (B)(6) 2012, due to ventricular tachycardia, ischemic cardiomyopathy and myocardial infarction. The exact date this device was explanted is unknown. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol1. The device was implanted for (B)(6) months and 50 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. The available iegms showed a normal device behavior while the device was implanted and in service. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device proved to be fully functional. The analysis of the available iegms showed a flawless device behaviour while the device was implanted and in service. There was no indication of a material or manufacturing problem.